Event description:
It was reported the customer was unable to exit from the preparing to prime loop while changing their infusion set. Customer's blood glucose was 202 mg/dl. The customer's wife reported receiving beeps on the insulin pump, but numbers did not display on the screen during troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No prime/fill anomaly noted. The insulin pump was received with minor scratched display window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.